Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 'lift here' sterile tabs on the packaging tore off (tibial tray) and started to tear away (femoral component) (as listed above) when lifting the implants from the non-sterile packaging with artery forceps with the 'lift here' tab.